Event description:
The customer reported to baxter healthcare an unknown quantity of one-link needle-free IV connectors, which had unspecified leaking when used with a power injector. Per the report, there is patient involvement; however, no injury is associated with this report. No further information is available at this time.

Manufacturer narrative:
(B)(4). Additional information:the sample was discarded and is not available for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be completed as the lot number was not provided by the customer. If additional information becomes available, a follow-up report will be submitted.